Event description:
It was reported that "the nurse found the catheter detached from the sutures. She doesn't know whether this was caused by handling the patient, but she noticed that the fixation wings had torn. The sutures were still intact in the patient's skin. This was a patient with 80% burns who was sedated, so she didn't think he could have pulled the catheter out. The device was removed and replaced with a new central line and no harm to the patient. The patient died but the death was not caused by the device".

Manufacturer narrative:
Qn#(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that both fixation wings on the juncture hub were cut. Both tears were made at approximately 45-degree angles away from the juncture hub body. Microscopic examination confirmed the damage and revealed that the tears were linear and mostly uniform. There was also deformation within one of the inner holes of the fixation wings which holds the suture. This is indicative of the suture being pulled against the inner wall and then cutting through the wing due to some external excessive force. The manufacturing facility was consulted as part of this investigation. The site stated that the damage observed on the returned device is likely the result of excessive force from the sutures on the fixation wings. The r & d engineering team at the facility also performed a simulation test that confirmed this conclusion as the force to cut the fixation wing was nearly 40 newtons, indicating that the damage was likely not during the initial suture securement process, but was afterwards while manipulating the patient. Additionally, the device is 100% visually inspected after molding, so it is unlikely that this damage was present when released from the facility. Therefore, based on the condition of the returned sample and analysis from the manufacturing facility, unintentional use error caused or contributed to this event. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The report of a separated/torn juncture hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both fixation wings on the juncture hub were cut. Both tears were made at approximately 45-degree angles away from the juncture hub body. Microscopic examination confirmed the damage and revealed deformation within one of the inner holes of the fixation wings which holds the suture. This is indicative of the suture being pulled against the inner wall and then cutting through the wing due to some external excessive force. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. The manufacturing facility was consulted as part of this investigation and confirmed that the damage observed on the returned device is likely the result of excessive force from the sutures on the fixation wings. The r & d engineering team also performed a simulation test that confirmed this conclusion as the force required to cut the fixation wings would likely not occur during the initial suture securement process, but afterwards while manipulating the patient. Additionally, the device is 100% visually inspected after molding, so it is unlikely that this damage was present when released from the facility. Therefore, based on the condition of the returned sample and analysis from the manufacturing facility , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the nurse found the catheter detached from the sutures. She doesn't know whether this was caused by handling the patient, but she noticed that the fixation wings had torn. The sutures were still intact in the patient's skin. This was a patient with 80% burns who was sedated, so she didn't think he could have pulled the catheter out. The device was removed and replaced with a new central line and no harm to the patient. The patient died but the death was not caused by the device".